Manufacturer narrative:
Product event summary: data files and balloon catheter 2af284 with lot number 22511-95, were returned and analyzed. Data file analysis shows no system notices for the date of the event. Visual inspection of the balloon catheter showed the catheter was intact with no apparent issues. Smart chip verification showed the catheter was not used. The ID of the push button luer was not within specification. Visual inspection under the microscope shows excessive glue at the proximal end of the guide wire lumen shaft and the luer. The proximal end of the shaft was not perfectly circular. The inability to insert the achieve has been reproduced with a test lab mapping catheter. Dissection of the push button luer confirmed excessive glue at the luer and the proximal end of the shaft. The largest diameter (0.041") from the distal end of the mapping catheter was getting stuck in the push button luer. The catheter passed the performance test; electrical integrity and impedance were also within specification. Clinical complications were encountered during the procedure. In conclusion, the balloon catheter failed the mapping catheter insertion test due to excessive glue at the proximal end of the guide wire lumen shaft and the push button luer. The clinical issues encountered during the procedure were unrelated to the failed return product inspection.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during a cryo ablation procedure the mapping catheter could not be passed through the guide wire lumen of the balloon catheter. The balloon catheter was replaced. The procedure continued and it was additionally reported that the phrenic nerve was weakened and the patient reported "feeling sick" and was hypotensive. Intravenous medications was administered to correct the hypotension. An echocardiogram was done and there was no pericardial effusion confirmed. The procedure was able to be completed with cryo. The phrenic nerve recovered prior to leaving the procedure. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.